Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported the pt was in the hospital and on tethered support (connected to the power module) when the nursing staff noticed a ¿red heart¿ alarm. A review of the data log file indicated a time stamp reset event recorded indicating that power to the system controller was interrupted. As per the info for use (IFU), a field rep from the MFR recommended to the vad coordinator that the suspect power module 14 volt pt cable should be exchanged.

Manufacturer narrative:
The MFR is attempting to acquire the suspect device for further eval. No further info is available at this time. A supplemental report will be submitted when the MFR¿s investigation is completed.